Event description:
The customer reported +/- reactions of n negative cells from their cell panel of a competitor with seraclone anti-n by microscopic check. The customer uses the panel red cells as control cells. We requested the affected vial of reagent as well as the panel red cells of the competitor. The testing of the retention sample gave clearly negative results with n negative red cells. The review of the batch record documentation gives no hints of irregularities that might be effected negatively the specificity of the complained lot.